Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy, the jaws of the ligasure v would not open, because the knife would not retract as it should. The device was able to be taken off of the patient's tissue. This resulted in slight bleeding of under 200 cc's. The jaws had been locked on the ovarian ligament.

Manufacturer narrative:
Date of initial report: december 11, 2007. To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.